Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 510 mg/dl at the time of the call. The customer was treated with a syringe. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was recommended to use a shorter needle, and pinching up the skin prior to insertion. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.